Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggest the death was related to the device. It was reported that the cause of death is sudden cardiac. No further information was available at this time.